Event description:
The customer reported the apexpro telemetry server unexpectedly had interruption of monitoring for 14 pts for two hrs while the device was replaced. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.